Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states that the seat is cracked again, user is under weight capacity and this is the 3rd seat replacement for the user.